Event description:
It was reported in the service report that the head end lift was stuck in high height. The customer reported that they did not know if there was patient involvement; however, no adverse consequences were reported.